Manufacturer narrative:
The reported event of ¿portion of wire may have become dislodged and stuck in the lead but he was unable to observe the obstruction nor dislodge it¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection found ptfe coating of the guidewire and bunched up inner coil at the proximal region consistent with procedural damage. Unable to test the guidewire insertion/ removal due to damaged inner coil. The cause of the reported event was isolated to the bunching of stripped guidewire ptfe coating and bunching of the inner coil.

Event description:
It was reported during implant procedure that the left ventricular lead exhibited a separation failure. The lead was successfully exchanged. There were no patient consequences.